Event description:
The pt was implanted with an itrel neurostimulator on 8/25/1999 for chronic intractable pain of the trunk and limbs. The pt experienced painful stimulation after going through security devices at retail stores. The pt was advised to avoid security devices.